Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Reporter alleged the customer obtained a result of 166 mg/dl on the advantage system compared back to back with a result of 66 mg/dl on the aviva system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.